Manufacturer narrative:
(B)(4). The event was reported to have occurred on an unreported date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient ¿touched something¿ (not further specified). The patient was not hospitalized for the event. The patient was treated intraperitoneally with unspecified antibiotics (dose, frequency, and route not reported) for the event. The patient was recovering from the event at the time of the report. Action taken with peritoneal dialysis therapy was not reported. The patient was not retrained on proper aseptic technique. No additional information is available.